Event description:
It was reported that the 9800 system c-arm displayed a collimator iris too large error message after boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the fluoro functions pcb and the collimator. The system was tested and found to be working as intended and placed back into svc.